Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).

Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath small and a hemostatic valve leak occurred. It was reported there was reflux after the dilator was removed. The complaint occurred after removing the dilator. The issue was resolved by changing the sheath to another one. The procedure was completed without patient's consequence. Additional information was later received indicating the valve was dislodged. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve did become detached from the sheath. Air did not enter the patient¿s body. This issue did not require percutaneous, surgical removal or medical intervention. Patient hemodynamics were not compromised due to bleeding.

Manufacturer narrative:
On 13-dec-2021, additional information was received indicating the approximate volume of blood loss was a few drops, but the exact amount is unknown. On 14-dec-2021, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve leak occurred. It was reported there was reflux after the dilator was removed. The complaint occurred after removing the dilator. The issue was resolved by changing the sheath to another one. The procedure was completed without patient's consequence. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged and lost during the manipulation of the vizigo sheath. The brim cap and silicone ring were found in its place. This finding of hemostatic valve separation is considered to be an MDR reportable malfunction. Microscopic examination in the hemostatic valve surface no was possible to analyze due to de absence of it. The brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record was performed for the finished device and no internal action related to the complaint were found during the review. Based on the information currently available, a microscopic examination of the returned product indicates that the hemostatic valve became dislodged and lost. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve which suggests that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).